Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported a burning sensation in her abdomen. She attributed it to a laxative the patient was prescribed for constipation. She reported her nurse was aware of the reaction. The patient wanted to do a stat drain. During follow up (B)(6) 2017 the patient¿s nurse reported that the patient was constipated for over a week and the doctor prescribed some laxatives which were helpful to the patient. On (B)(6) 2017 the patient experienced abdominal pain and burning in the stomach while doing therapy and went to the emergency room and was hospitalized until (B)(6) 2017. The patient was prescribed antibiotic therapy of vancomycin to start from (B)(6) 2017 but the patient did not complete the therapy and took their first dose on (B)(6) 2017. While in the hospital the patient also underwent a culture test for which the results were not received even after hospital discharge. On (B)(6) 2017 the patient called again and complained of constipation and abdominal pain. On (B)(6) 2017 the patient was hospitalized for generalized abdominal pain. The culture test result was obtained on (B)(6) 2017 which revealed gram negative bacilli peritonitis. The patient was still in the hospital. Per the nurse the patient is continuing with their therapy. Peritonitis could not be ruled out as potentially contributing for the first hospitalization. The cycler was not replaced and the sets used were not made available for evaluation. Further information has been solicited.